Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the patient experienced congestive heart failure and it was noted the left ventricular lead was dislodged. The lead was attempted to be repositioned but the patient's anatomy was not favorable so the lead was explanted and later replaced. No patient complications have been reported as a result of this event.